Manufacturer narrative:
Additional information: section h manufacturer narrative. Part analysis: the report of multiple devices not detected on bus was confirmed during fse testing and subsequently confirmed during the dchu inspection process. According to work order (B)(4) markings were observed on the assy cbl pyxibus 7 drawer running along the rear panel. The fse identified a section where the metallic conductor was coming through the insulation. The cable was replaced. Finally the fse performed functional testing no further issues were observed. The laboratory inspection confirmed a faulty assy cbl pyxibus 7 drawer caused by a thermal damaged copper strand. No further laboratory tests were required for the assy cbl pyxibus 7 drawer due to the thermal damage observed during external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198d. Root cause: the root cause of the reported issue is due to a faulty assy cbl pyxibus 7 drawer caused by exposed and burned copper strands which lead to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary not detected on bus and unable to recover. As per part investigation, it was determined that there was fault in pyxisbus cable caused by exposed copper strand and pinched cable with black marks which lead to the thermal damage. There was no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate a similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue part analysis: the report of the medstation es aux drawers was confirmed by the dchu department. According to work order#: (B)(4) the fse reported that the medstation assy cbl had a section where the metallic conductor was exposed. The cable was removed and replaced. After installation of the new cable, a functionality test was performed and successfully completed. The report was closed. The assy cbl pyxibus 7 drawer (p/n: 121085-01) was received with burn and cut/scrape markings along multiple areas. The testing from dchu was not necessarily due to burn and scrape marks in the cable. The root cause of the issue was identified as due to thermal damage in pyxibus cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the customer-reported issue involving multiple devices failures was determined to be thermal damage to the pyxibus cable.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary not detected on bus and unable to recover. As per part investigation, it was determined that there was fault in pyxisbus cable caused by exposed copper strand and pinched cable with black marks which lead to the thermal damage. There was no delay, no adverse events or injuries reported based on this event.